Manufacturer narrative:
Reported issue: over-infusion. Investigation results: failure analysis and investigation did not confirm the reported issue. Upon receipt, pump was inspected and three (3) sets of volumetric's of 120 ml/hr and 10 ml tested within spec: 1st test: 10.1 or 101% of expected volume. 2nd test: 10.2 ml or 102% of expected volume. 3rd test: 10.2 ml or 102% of expected volume. Duplicated customer drug propofol infusion of .8ml/hr, increasing rate to 2.1 ml/hr, 2.2 ml/hr, 3.9 ml/hr and 4.3 ml/hr with no unintended rate changes. Door open alarm at conclusion of infusion correctly prevented menu changes until door was closed. Log shows on (B)(6) 2015 and 0:07 am a dose start of .8 ml/hr (1.83 mcg/kg/min) and 100 ml (dl:propofol) for pt weight of (B)(6). At 0:08 am rate was titrated to 2.1 ml/hr with a downstream occlusion and pump placed on hold at 0:08 am a dose start with rate change to 2.2 ml/hr. At 0:11 am rate was titrated to 3.9 ml/hr and at 0:14 am pump was placed on hold. At 0:15 am a dose start with rate changed to 4.3 ml/hr (9.84mcg/kg/min) and at 0:18 am a door open alarm occurred with a total volume infused of 0.5 ml. Performed preventative maintenance.

Event description:
Customer states, "the pt was receiving an infusion of propofol. The pump programmed via the drug library. The desired rate was for 25 mcg/hr. The pump was programmed at 42.5 ml/hr initially then it adjust the rate to 45.7 ml and then a final setting of 45.9 ml. These adjustment happen on it's own. The nurse tried to reset the pump, but it locked her out. She went to get another nurse and was unable to change the pump. The pump was stopped and tubing was moved to another pump." Limited info about the settings. Unk if this infusion was set up as a primary or secondary. No tubing kept. There was no pt harm.